Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and inspected the ortho provue. The fe optimized the reader adjustment, verified the temperatures for both blocks, and ran qc with no issues. Instrument is operating as expected. No repairs needed. (B)(4).

Event description:
The customer states that a sample that tested negative for the antibody screen test on the ortho provue tested positive in manual gel. As part of troubleshooting, the customer repeated testing of the sample before and after calling the ocd call center. Repeat testing was negative on the ortho provue and positive in manual gel. Incorrect results were reported. Treatment was not altered or stopped based upon the reported results. Corrected reports have since been issued for the affected samples. There was no harm to any patient.